Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that in (B)(6) 2017, at night, she obtained a result of ¿89mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to her feelings or normal results. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient does not take any medication to manage her diabetes and did not report making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the issue occurred she developed symptoms of ¿light-headed, incoherent sweating and shaking¿ and that the emergency medical services (ems) were contacted, who measured her blood glucose on an ems meter, which gave a result of ¿26mg/dl¿ and she was treated with IV glucose. During the call the cca noted that the meter was set to the correct unit of measure the test strips had not expired or been stored incorrectly. The patient did not have control solution available to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.